Event description:
It was reported that on or about, (B)(6) 2007, the plaintiff was implanted with the sparc sling with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse. It was alleged by the attorney for the plaintiff that the "plaintiff suffered serious bodily injuries, including, but not limited to, infection, pain, scarring, and bleeding." It was also alleged that the plaintiff has experienced significant mental and physical pain and suffering, has required additional surgery, medical treatment and she has sustained permanent injury and has been injured in her health, strength, activity, and has sustained other damages.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.